Manufacturer narrative:
Visual analysis of the imaging provided from depuy synthes revealed that one unknown screw was observed broken across the shaft. Both fragments were observed in the evidence provided. No other issues were identified. As the device was not returned, an as-received condition could not be assessed. The device remains implanted within the patient. Part and batch information associated with the screw remains unknown at this time. There is no indication that a design or manufacturing issue has caused the complaint condition. Multiple attempts have been made to gather information on the patient and no additional information has been received. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The following sections of this report have been left blank due to information being unavailable or non-applicable.

Event description:
During a postoperative appointment a broken screw was discovered through imaging. No patient impact was reported.